Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1005, indicative of an open circuit condition during shock delivery on the right ventricular (rv) lead. An inappropriate shock was delivered during an atrial fibrillation (af) episode with rapid ventricular response (rvr), where the shock impedance exceeded 125 ohms. A second shock was attempted but not delivered due to inability to reconfirm. Technical services (ts) reviewed the lead data and noted the post-shock impedance measured 144 ohms, while the field representative reported that impedance had previously exceeded 200 ohms. Ts recommended lead replacement. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition during shock delivery. An inappropriate shock was delivered during an atrial fibrillation (af) episode with rapid ventricular response (rvr), where the shock impedance exceeded 125 ohms. A second shock was attempted but not delivered due to inability to reconfirm. Technical services (ts) reviewed the lead data and noted the post-shock impedance measured 144 ohms, while the field representative reported that impedance had previously exceeded 200 ohms. Ts recommended lead replacement. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was surgically abandoned. The replacement procedure was successfully performed, this lead was capped and another lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.